Event description:
Customer reported that the insulin pump is resetting and receiving a button error alarm. Customer also complained about the screen display being blank. Customer stated, she received a battery cap a few months ago. Customer stated, the insulin pump has a crack from the window corner. Customer does not recall any significant events leading to the alarm. Blood glucose level 102 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device monitored in 50c oven for several days and no blank display noted. Device received with normal operating currents. No damage found on the lcd isolation tape noted. Found moisture damage on the electronic assembly. No moisture damage found on the battery tube, vibrator and motor assembly. Received with cracked case at the display window corner, broken reservoir tube lip, scratched lcd window, missing end cap sticker and cracked battery tube threads.